Manufacturer narrative:
Addendum: additional information in the revised crf indicated that a patient had a non-cardiac death due to end stage lung disease. The death certificate was collected. Previously reported event of death has been removed as death certificate indicated the cause of death was end stage lung disease.

Event description:
The report received from the (B)(4) study indicated that a patient expired due to unknown reasons approximately 19 months post index procedure. At the time of index procedure, the angiography revealed 85% stenosis in the mrca described as 12 mm in length and class a that was treated with a 3.5x18 mm cypher rx at 16 atms by direct stenting. The stent was post-dilated with a 4.0x15 mm balloon at 14 atms due to the stent did not fully expand. Approximately 19 months post index procedure, the patient expired due to unknown reasons. No additional information has been obtained yet.

Manufacturer narrative:
Concomitant medications included albuterol, aspirin, bivalirudin, plavix, digoxin, diltiazem, furosemide, gabapentin, metformin, rosuvastatin, simvastatin, vitamin d, and warfarin. Complaint conclusion: the report received from the (B)(4) study indicated that a patient expired due to unknown reasons approximately 19 months post index procedure. This was a (B)(6) male with medical history including hyperlipidemia, history of angina, history of copd, history of diabetes mellitus (type ii) and smoker. At the time of index procedure, the angiography revealed 85% stenosis in the mrca described as 12 mm in length and class a that was treated with a 3.5x18 mm cypher rx at 16 atms by direct stenting. The stent was post-dilated with a 4.0x15 mm balloon at 14 atms due to the stent did not fully expand. Approximately 19 months post index procedure, the patient expired due to unknown reasons. No additional information has been obtained yet. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195923 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.